Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to insert the stylet into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.